Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator's programmed settings were causing this patient to have heart failure symptoms. Boston scientific technical services assisted with programming optimization to decrease ap and vp; the device was programmed to ddi. The system remains in service. No additional adverse patient effects were reported.